Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that the right cylinder had a tear. Two weeks later, a replacement surgery was performed. There were no patient complications.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that the right cylinder had a tear. Two weeks later, a replacement surgery was performed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the components of this inflatable penile prosthesis underwent a thorough analysis. Cylinder one outer and fabric tube had been detached from the proximal end of the cylinder. Cylinder one inner tube had a hole from kink resistant tubing (krt) wear in the proximal end of the cylinder. Cylinder one had broken fabric threads from wear in the middle of the cylinder. Cylinder one inner tube had a leak from krt wear in the proximal end of the cylinder. Cylinder two had wear at a fold in the distal end, middle, and proximal end of the cylinder. Cylinder two had holes in the proximal end of the cylinder from a sharp instrument. The pump was visually inspected, and leak tested. The pump bulb had wear and krt had worn down to the filament. The pump passed the leak test. Product analysis was able to confirm the reported device allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.